Event description:
The dentist reported that 3 months after the dental implant was installed in intraoral region #10, it was verified its non osseointegration. 35 ncm of primary stability was achieved and immediate load was not performed. Patient presented infection.

Manufacturer narrative:
(B)(4).